Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 37 months and 19 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis revealed, that the eos status occurred during the charging of a defibrillation shock on (B)(6) 2013, which was caused due to the detection of noise observed in all channels. Based on the available information a MRI scan was carried out at that time. Next, the device status eos was reset with the help of a technical programmer. Subsequent interrogation showed that the battery status was re-measured to mol 1. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless.

Event description:
Ous MDR - according to the information received by biotronik, "end of service" (battery depletion) was reached on (B)(6) and detected on (B)(6) during a hospitalization for an urological intervention. It was reported that the patient was found deceased in his hospital bed on (B)(6). The cause of death is unknown and the device was received for analysis.